Event description:
Boston scientific received information that during an atrioventricular nodal (avn) ablation procedure, this patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to electrocautery mode. During ablation, the device was pacing however capture could not be seen. When ablation stopped, ventricular pacing returned to normal. Following the procedure, normal pacing and capture were observed. Boston scientific technical services (ts) was contacted for troubleshooting. Ts discussed a feature in the device that will affect pacing when the device senses electricity or charge on the lead. No adverse patient effects were reported. Additional information was received indicating the patient passed away approximately two weeks later. According to the physician, the patient passed away from severe lung disease and complications with pneumonia. The physician made note that the death was not related to the product or ablation procedure. The device was not explanted post-mortem, therefore will not be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.